Event description:
It was reported that customer had large difference in sensor versus blood glucose reading and was released from emergency room. Customer stated that sensor reading was 400 mg/dl and was not reading low and ended up collapsing to the floor due to blood glucose was 21mg/dl. Customer was given glucagon in the emergency room for low blood glucose. Troubleshooting was done. The customer was advised the sensors would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.